Event description:
Biased high hb1c results were obtained on patient samples after calibration. The patient results were reported to physicians. As an investigation of the physcian question, qc was run and was elevated out of laboratory range. After qc values were detected out of laboratory ranges and subsequent investigation, it was determined that a bad calibration has been accepted. The method was recalibrated, patient samples were rerun, lower results were obtained, and corrected reports were issued. It is unknown if patient treatment was altered or prescribed on the basis of the biased high hb1c results. There was no report of adverse health consequences as a result of the biased high hb1c results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated hb1c results is user error. The account failed to run qc after method calibration and biased high results had been reported. They had erroneously input the mmol/l scaler values. The hb1c method uses an additional parameter called scaler values. These values are polynomial equation factors that have been determined for hb1c in order to provide the best correlation to the hba1c reference methodology. The issue was resolved by entering correct %ngsp values, recalibrating, and verifying with qc. The issue has been resolved internally by the laboratory without need (B)(4) support after they recognized their error. The instrument is performing within specifications. No further evaluation of the device is required.